Event description:
Caller reported the menu button on the pump does not work. No adverse event reported. Patient will not return pump at this time.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.